Event description:
Potential for injury associated with a 5310ivc semi-electric bed where the foot of the bed does not stay in the specified position. This event could potentially lead to foot of bed unexpectedly dropping.